Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the high purge pressure was not determined since product and data logs were not returned.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 67-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the impella 5.5 exhibited a high purge pressure. The pump was explanted and replaced. No patient harm was reported.